Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The brush head was manufactured by procter & gamble. Based on the lot code, this product was manufactured by procter & gamble on december 8, 2003.(B)(4).